Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired on the second and third firings. On the first firing the device fired fine with a blue cartridge. With gray reloads the device misfired on the second and third firings. The staples were malformed and the patient bled, losing about a hundred cc of blood. The case was completed with a competitor¿s device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix, vessel. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) Second and third. What color cartridge was being used? Gray. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.